Manufacturer narrative:
E1 (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported whiteout occurs during inspection for use, the image cannot return after the whiteout involving an olympus colonovideoscope. There were no reports of patient involvement.